Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device did not identify any out of specification condition. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device did not identify any out of specification condition. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: der states went to put summit hi size 2 stem implant in and the implant sat more proudly than broach for about 8-9mm off. Surgeon broached again and tried to put the same stem in and it sat up proud, not as much as before but still sat proud. The tried a different summit broach and it didn't improve the situation. Then, they opened a second size 2 hi summit and it went down to where it should go down.